Manufacturer narrative:
Device involvement: a causal relationship between the reported events and the device have not been established. Event characterization: the events were classified as port locator not found, deflation and early seroma. Laboratory testing could not be performed as the device was not returned for evaluation. In the absence of the physical product, it was not possible to apply the defined test methods or conduct any material or functional analysis in accordance with standard procedures. Based on the investigation performed, the event could not be confirmed, and no definitive root cause could be identified. Without the returned unit, objective verification and technical investigation remain inconclusive. Upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed by clinical affairs. This event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. The event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: deflation ¿ patients should be advised that tissue expanders may deflate and require replacement surgery. Deflation occurs when saline leaks through a damaged injection port or a damaged tissue expander envelope. Some analysis have revealed that the pocket plays a significant role in developing seroma, patients with submammary pocket developed seroma in higher rates when compared with patients with submuscular pocket. Submammary pocket increases the odds of developing seroma by 7.5 times. (Sforza, et al. 2017) a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. The event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Event description:
USA. It was reported that a patient who has tissue explanders in both breast has her tissues deflated (both) and the left one is unable to find the port with the device and experienced yellow fluid drainage during a prior fill, indicative of a seroma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device deformation (deflation)